Event description:
The customer contacted baxter's service center regarding a, system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 4 of 5. The care giver (cg) stated one of the unused supply line clamps were open. The technical service representative (tsr) had the cg power cycle the hc. The hc alarmed system error 2367 and the tsr had the cg power cycle hc again to clear it. The hc proceeded to "press go to start." The tsr advised the cg to start over with all new supplies or use manual supplies to complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Complaint no: (B)(4). Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.